Event description:
Additional information was received from the patient. When asked if it was determined if and how the MRI affected the device and if the cause of the tingling coming from the neurostimulator was determined, they replied that they felt like it was determined. The doctor had ordered x-rays to check on the wires. They reiterated they had pain in their knees and back, and that they had the urge to go most of the time. When asked what steps were taken to resolve the tingling coming from the ins, they responded their healthcare provider reset them at a lower setting, and they were waiting on the x-ray results the following week. The issue was reportedly unresolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that since the patient decreased stim, the tingling is still present (especially bad in her left leg) and now has a return of her bowel incontinence. The patient stated that she constantly has the urge to use the restroom. The patient stated that she would like to make some changes for this since her healthcare professional appointment is not until (B)(6). Patient services reviewed information and on the call, the patient successfully changed from p4 at 1.1v to p1 to 1.0v and is comfortable. The patient will monitor symptoms now that change was made and will follow up with their healthcare professional if it is not resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they had never had any issues with their implant until after an MRI. They turned the device off for an MRI and had the MRI tech turn it back on after the scan. Since then it had been irregular and they felt tingling in their hands, feet and legs. They stated it was painful the day after the MRI. They were on program 4 at 1.3. The decreased stimulation to 1.1 and it felt like both feet were asleep and tingling. They confirmed the felt the tingling sensation was coming from their stimulator. They did not want to go too low as they were nervous about a return of symptoms. They were going to monitor and call back if needed. It was noted they had an appointment in 2 weeks. No further complications were reported or anticipated.